Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Evaluation summary: the investigation has identified that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Therefore, zimmer initiated a field action on december 11, 2014. Reference z-1052-2015. Visual examination of the returned product confirmed one ball bearing and its associated spring was missing from persona tasp shims, 13mm ef and 10mm ef. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. However, no visible evidence of product abuse is present.

Event description:
It is reported that the articular surface provisional shims are missing ball bearings.